Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux-en-y. According to the reporter: customer reports that the seal on the optical 5-12 mm trocar tore following the insertion of the keir reusable 10 mm endoclip. It tore laterally from the center out half the distance for the seal on one side. No pieces fell into the abdomen. The surgeon was losing pneumoperitoneum when using the 5 mm instruments following the tear. Used another device without further consequence. There was no bleeding reported in excess of 500 cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.